Manufacturer narrative:
Unit passed the sleep, current measurement, active current measurement, rewind, prime and seating, basic occlusion, occlusion, force sensor and displacement tests. Power management parameters graph confirmed the unloaded voltage(ul vlith)and loaded voltage (loaded vlith) was within specification range. No unexpected replace battery now alarm or low battery alarm noted during testing or in the download history file. Unit alarmed pump error 63 during self test, problem isolated to keypad. Unit had minor scratched display window, damaged (scratched) display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump periodically shuts off by itself and the batteries do not last. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.